Manufacturer narrative:
Based on the reported information, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. As reported the patient was experiencing symptoms for several years prior to being evaluated by a physician. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion is listed in the adverse reaction section of the IFU as a possible complication. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: on (B)(6) 2003 - the patient underwent a right inguinal hernia repair with implant of a bard/davol perfix plug. Patient experienced pain over the years following implant; however, due to lack of health insurance he did not seek medical attention. On (B)(6) 2016 - the patient presented to the ER due to unbearable pain in the area of the mesh and was immediately taken to the operating room for exploration as mesh infection was suspected. During this procedure the surgeon described the mesh to have been "grossly infected," separated and "entangled in the bowel." A partial bowel resection was then performed along with mesh explant and appendectomy. On (B)(6) 2016 - the patient returned to the ER due to fevers and redness surrounding the incision site. The patient was taken to the operating room for another exploration. At this time the wound was cleared of infection and the wound was closed with only one stitch. The patient was then discharged home with continued at home nursing services for wound care. On (B)(6) 2016 - the patient's wound is showing improvement at this time; however, the patient has been unable to contribute to the family business of being an antique dealer. Per contact, the patient can not lift or be as active as he was prior to receiving the mesh implant. The patient continues to have spasms and tugging at the incision site and will require an additional surgery to repair the hernia defect as this could not be repaired with the infection present.